Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, chronic hepatitis, dysuria, thyroid disorder, pregnancy, thalassaemia beta, cesarean section and cholecystectomy. Previously administered products included for an unreported indication: mirena iud from 2007 to 2010. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("sharp and cramping") and arthralgia ("joint pain"). The patient was treated with surgery (hysteroscopy and laparoscopy with partial salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral essure devices are seen in the adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: reporters, patient demographics, medical history, laboratory data were added. On (B)(6) 2019, she explanted essure. Injury to herself event was updated to joint pain, sharp and cramping, dyspareunia, pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.